Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax elite mdu hand control burned out. Hand control got unusually hot but not too hot to hold or burn anyone. Shortly afterwards the motor stopped functioning. A backup device was utilized and completed the case with no issues. There was no report of delay or patient impact.

Manufacturer narrative:
Complaint of functional failure was confirmed. Cause of functional failure is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies.